Event description:
Related manufacturer reference number: 2017865-2023-45317. It was reported that the patient presented for a normal generator change. Upon device interrogation, prior to the procedure it was noted that the atrial lead was not capturing. Programming changes were made. The physician decided to replace the atrial lead during the device change. During the replacement the physician noted that the right ventricular lead ¿didn't look right¿, although there were not electrical anomalies. The physician elected to replace the right ventricular lead as the patient is pacemaker dependent. Both leads were capped and replaced on (B)(6) 2023. The patient was in stable condition post-procedure.